Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 150 units of insulin. The customer additionally reported not observing insulin coming from end of tubing during fill tubing, along with multiple sections of air bubbles in the tubing. The customer reported a blood glucose level of 250 mg/dl, which was addressed with a correction bolus via the pump, and a manual injection. During troubleshooting, the customer added an additional 50 units to the cartridge, ensuring that the luer lock was secure. The customer observed insulin dripping from the end of the tubing; however, the customer received another minimum fill message. It was observed that the customer was incorrectly removing the air from the cartridge. The customer loaded a new cartridge successfully and received an accurate fill estimate.